Event description:
It was reported that the pt experienced low back pain. A csf (cerebrospinal) fluid leak was detected. The pt underwent a surgical revision - catheter connector, intrathecal portion. Final pt outcome was not reported. The device system was used to deliver hydromorphone, bupivacaine, clonidine, and fentanyl.

Manufacturer narrative:
(B)(4).